Event description:
It was reported that an access set had a separated spike and housing. There was no patient involvement. Additional information was requested and is not available. Report 1 of 4.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues noted. Leak testing was performed with no leakage identified. Pull testing was performed and no separation at the spike-housing assembly was observed. A retained sample was then evaluated using the same tests and no issues were identified. The reported condition was unable to be verified for the actual sample nor for the retained sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The evaluation is in progress. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.